Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the ER (emergency room) due to hearing their device alarm. It was found that a lead integrity alert had triggered on the right ventricular (rv) lead due to high rate non-sustained episodes and sensing integrity counter (sic). A rv lead noise warning was also triggered. It was noted that based on the recorded episodes there is evidence of non-physiologic noise. The rv lead also exhibited short v-vs, oversensing and egm (electrogram) noise. A possible fracture was suspected. The tachy therapies were disable till the patient¿s lead revision. The following day at the lead revision the physician attempted to extract the rv lead with the tug method only and ended up capping the lead. A new rv lead was then implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary:the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.